Event description:
It was reported that this left ventricular (lv) lead was explanted due to loss of capture and dislodgement. No additional adverse patient effects were reported.

Event description:
It was reported that this left ventricular (lv) lead was explanted due to loss of capture and dislodgement. The dislodgement was confirmed via fluoroscopy. The patient had no other viable branches to implant a new lead therefore, no additional attempts were made to implant another lead. No additional adverse patient effects were reported.

Manufacturer narrative:
B5: describe event or problem. H6: impact codes and device codes.